Manufacturer narrative:
B3 date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: a 15mm x 3.50mm wolverine balloon delivery system was returned for analysis. A visual examination identified that the balloon folds were tightly wrapped. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 45.6cm distally from the distal end of strain relief. The hypotube was kinked at various locations along both sections of the break. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a tortuous right coronary artery (rca). A 15mm x 3.50mm wolverine cutting balloon was advanced to dilate the target lesion, and after some use, a shaft break occurred. No patient complications resulted in relation to this event. It was further reported that the target lesion was located in the tortuous and moderately calcified rca. The detached portion of the device was removed by removing the guide catheter. It was noted that the shaft break was likely due to bends in the shaft after some use. No patient complications resulted in relation to this event.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a tortuous right coronary artery (rca). A 15mm x 3.50mm wolverine cutting balloon was advanced to dilate the target lesion, and after some use, a shaft break occurred. No patient complications resulted in relation to this event.